Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at battery tube threads and reservoir tube window corners. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring and end cap sticker.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.